Event description:
Boston scientific received information that this right atrial lead was explanted due to continued noise issues. No further allegations concerning this lead were expressed. No adverse patient effects were reported.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this transvenous right atrial (ra) lead did exhibit low pace impedance less than 20 ohms as well as noise on the ra electrocardiogram (egm) and farfield r-wave oversensing. The egms were difficult to differentiate for farfield from probable insulation failure noise on the ra. There were no reported adverse patient effects.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated.